Manufacturer narrative:
The hill-rom tech found the head brake casters not holding, most likely due to normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011 and 2013. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the brake casters to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating that the brakes do not hold. The bed was located at the account in room 412. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).